Event description:
The patient's spouse contacted animas on (B)(6), 2011 to report that her spouse was hospitalized with a diagnosis of dka. The reporter informed animas customer support that the pump was discontinued at the time of arrival to the hospital. The patient was discharged on (B)(6), 2011 after his blood glucose had stabilized. At the time of the initial call, the patient's wife confirmed that the cannula was not bent or tubing kinked at the time the site was removed when patient taken to the emergency room. During follow-up call with patient, she reported that the patient had not checked his blood glucose from (B)(6), 2011 until (B)(6), 2011. During review of meter memory it was noted that patient obtained a blood glucose (bg) reading of 116mg/dl on (B)(6), 2011. The next record was on the morning of (B)(6), 2011 with a bg of 250mg/dl. The following test was done on the morning of (B)(6), 2011 and his bg was 551 mg/dl. The patient tested several more times on (B)(6), 2011 with results in the 500 mg/dl range. Per review of pump history, patient was administering correction boluses in response to high bgs; however, bg not responding. The reporter was unable to do further troubleshooting of pump as she was not familiar with it. This complaint is being reported because the patient was hospitalized and treated for dka while on insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.